Manufacturer narrative:
No additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported the pump was alarming 'no disposable clamp tubing'. A new cassette was used and the pump was infused with no further issues. No patient injury was reported.